Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.027.037s, lot 2l05933: manufacturing site: bettlach. Release to warehouse date: october 26, 2018. Expiry date: october 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the device was received in a disassembled condition. Moreover, there are slight damages at the blade's tip as well as on the entire surface. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. No other visual damage could be observed at the blade. All features related to the reported complaint condition were reviewed and no other issues were identified. The device was reassembled before the functional check could be executed. The function test was conducted with a demo impactor with the result that the blade could be locked/ unlocked as per design intended. The complained malfunction of "blade could not be locked" could not be replicated. It was possible to attach the blade to the impactor without any issues and the tip of the pfna blade did rotate freely after attaching as required. Also the blade was locked as required after the impactor was removed. The complaint is not confirmed as the received pfna blade is functional as required. The used impactor was not returned, therefore the root cause of the complained malfunction cannot be defined as it was not possible to replicate the occurrence with the received blade. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2019; exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a proximal femoral nail anti-rotation (pfna) blade for trochanteric fracture was not possible to lock during an unknown surgery. The mechanism of the blade don't lock it with the screwdriver. The problem was with the blade and not the nail. Thus, the surgeon used another blade. The procedure was successfully completed with a ten (10) minutes surgical delay. There was no consequence to the patient. Concomitant device reported: unknown pfna nail (part # unknown, lot # unknown, quantity 1), unknown screwdriver (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna blade perf l110 tan. This is report 1 of 1 for complaint (B)(4).